Event description:
A report was received that the patient was experiencing spasms in her sternum when she increased the voltage on her device and increased sensitivity over the ipg. It was also reported that the lead electrodes appeared to be eroding through the skin as confirmed by x-ray. The physician believed that this was probably aggravated by patient¿s excessive weight loss since the implant procedure. The patient will undergo a revision procedure wherein the ipg will be replaced and two new leads will be added.

Manufacturer narrative:
Additional information was received that the patient was getting rib stimulation. The ipg had no issues. The lead had two bad contacts and was suspected to be fractured. The patient underwent a revision procedure wherein one lead and ipg had been replaced and did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing spasms in her sternum when she increased the voltage on her device and increased sensitivity over the ipg. It was also reported that the lead electrodes appeared to be eroding through the skin as confirmed by x-ray. The physician believed that this was probably aggravated by patient¿s excessive weight loss since the implant procedure. The patient will undergo a revision procedure wherein the ipg will be replaced and two new leads will be added.